Event description:
The customer reported the oxygenator component of the hls was failing and they were required to do a circuit change. Upon doing the circuit change the post oxygenator values improved right away. No clots were observed in the tubing or oxygenator and they were running high levels of anticoagulation. Complaint ID: (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The patient was infected with covid-19. Covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. A similar case was already investigated under complaint# (B)(4) on 2020-06-05: as stated in the investigation report of ot#310782 clots could be found inside the oxygenator. The most probable root cause are clots in the oxygenator leading to a blockage and thus an extension of the diffusion path lowering the oxygenating performance. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v23) following causes could lead to coagulation: de-airing luer lock connection too loose; air remains in or enters the circuit; hemostasis; air or blood remains in luer lock access port; too low anticoagulation; too low at level, effect of heparin is too limited; protamine sulfate enters the hls set; administration of substitution of congealable substance such as plateles; (consumption) coagulopathy; thrombozytopenia. Thus the failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.